Manufacturer narrative:
The ge rep performed an on site investigation. The generator was calibrated. The system operates as intended.

Event description:
The customer reported the system displayed an imminent regulator failure error. There was no report of pt injury.